Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form

Event description:
It was reported by an attorney that the patient underwent incarcerated incisional ventral hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2008. The surgeon noted that "there was a recurrent hernia at the superior most part of the previously placed mesh, and that the mesh had pulled away from its fascial attachments.¿ it was reported that the patient experienced severe pain, infections, opened wound and drainage of pus from incision. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 09/10/2020. H6 patient code: 3191 - bowel issues. Additional information: a2, b7, d3, d4, g1, g2. Additional b5 narrative: it was reported that the patient experienced bowel issues, swelling and discomfort following surgery.

Manufacturer narrative:
Date sent to the FDA: 02/25/2020. Corrected information: g1.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.